Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check displaying the message "system volume is too high". There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator failed the internal leakage test during pre-use check displaying the message "system volume is too high".according to customer the issue was resolved by opening up the unit and cleaning the oxygen gas module where after the ventilator passed the pre-use check and it was put back in service. The oxygen gas module regulates the o2 gas flow to the patient. The logs from the ventilator were also not received and the o2 gas module was not availed for investigation. Further investigation has therefore not been possible. The true cause of the reported internal leakage test during pre-use check has therefore not been determined.